Event description:
Needle pull off: customer stated during a c-section the needle would pull off of the suture while taking it out of the pocket. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical family initially reported assuming incident could recur.